Event description:
It was reported that during a da vinci-assisted surgical benign hysterectomy procedure, the customer informed the technical support engineer (tse) that the left eye on the surgeon side cart was out, the customer was mid case and could not take troubleshooting actions. The customer was using a dual console and the surgeon moved to the secondary ssc. The tse advised power cycling system when clinically possible. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the monitor to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The monitor was analyzed and the reported issue was confirmed. In logs, no data was found to indicate that the fault had occurred the field. Upon visual inspection no issues were found that would be related to the reported event. The monitor was installed and tested on the pca test system. Powered on showing a blank screen with red vertical lines. As a result of these findings, failure analysis was able to conclude that an electrical component issue in the touchscreen was found to be the root cause of the reported failure. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the monitor.